Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed that all 200 joule shocks performed were within specifications. The device was discharging 239-240 joules into a 50 ohm load. The discharge results between 239-240j falls within the expected delivered energy of 230j with +/- 15% accuracy and this is normal operation of the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.